Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The complaint cannot be confirmed as the device was not received for evaluation. The root cause cannot be determined. (B)(4).

Event description:
It was reported that during the treatment of a renal avm, resistance was encountered at the inflow area during placement of the embolization coil. It was indicated the physician may have pusher too hard during advancement. The coil detached from the delivery pusher upon withdrawal. The device was removed and another was used without incident. No patient injury reported as a result of this procedure. Patient outcome, successful.